Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as model number and batch/lot number are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported the facility was having an issue with part number 80-1629 polarus 3 (p3) targeting connector "as their jig repeatedly keeps missing the screw holes in the p3 nail." Follow up attempts to obtain more information were made to no avail. No further information is available. This report is related to report number 3025141-2023-00314 for the targeting connector involved in this event.